Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with cefazolin injection (2g, intraperitoneal, discontinued on unknown date) and ceftazidime injection (2g, intraperitoneal, discontinued on unknown date) and cefepime. Four days after event onset, the cefepime was discontinued and meropenem was initiated (intraperitoneal, unspecified dose and frequency). Nine days after event onset, vancomycin given (dose unspecified, every 5 days, intraperitoneal). Fifteen days after event onset, patient started on piperacillin/tazobactam(4.5mg, every 12 hours intravenous). It was reported that the patient remained hospitalized but has recovered from abdominal pain. Peritonitis outcome is unknown. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
A4: patient weight was reported as "below 83kg". E1: initial reporter name (B)(6). E1: initial reporter phone (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the patient has clear fluid. Cefazolin was discontinued. Ceftazidime was discontinued. Cefepime was discontinued. Meropenem(dose unspecified) was given for 11 days then discontinued. Vancomycin given (dose not specified, every 5 days, discontinued). Piperacillin/ tazobacteram (4.5mg every 12 hours, intravenously, discontinued). Oral metronidazole 3 doses of 500mg was given. Gentamicin was initiated (dose not specified, intraperitoneal, discontinued). The patient recovered from the peritonitis event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.